Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump had a broken reservoir tube lip, cracked belt clip slot, minor scratches on lcd window and missing end cap sticker.

Event description:
Customer called to report insulin was squirting out during the fill tubing process. Blood glucose reading was unknown at the time of the call. The insulin pump also alarmed for compromised force sensor system. Troubleshooting was performed and the drive support cap was found to be protruded. Advised that the insulin pump will be replaced. Nothing further reported.